Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Visual inspection of the device revealed contamination in the internal components and the pneumatic block. Based on available information and previous investigations of similar complaints, the investigation determined that the reported system fault sf197, indicating a stuck flow sensor, was due to contamination of the pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating the outlet flow sensor was stuck. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation confirmed a single occurrence of the error message (sf197) in the device logsbut this event was not reproduced during in-house testing. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4)

Event description:
It was reported to resmed that an astral device displayed an error message (sf197) indicating the outlet flow sensor was stuck. There was no patient injury reported as a result of this incident.